Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, scratched display window, scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the customer had an e alarm whenever he changes the insulin and stops priming the pump. Customer stated that it doesn't stop priming and it pushes all the insulin out of the reservoir. Customer stated that the pump asks to be rewound again. No further details given.